Event description:
It was reported that the insulin pump alarmed for a motor error during a bolus. The blood glucose reading was 21 mmol/l. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and a missing end cap sticker. The insulin pump passed the displacement test, rewind, basic occlusion test, and motor test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor.